Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch and there are no units in stock. Received one open and unused sample with both needles detached from the thread and the thread is still wound on the pack. Without any closed sample an analysis cannot be carried out in order make a decision. If any closed sample are received in the future,the case will be re-opened and analysed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device resisted within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Upon opening of the suture package, it was found that the thread was maladapted from one of the needles. Four more packages were opened and the same situation was verified. Later, opened another pack from another box with the same batch and no problem was detected with the material. The thread was maladapted / needle detached.